Event description:
It was reported that the pt was being switched from a wheelchair ventilator to a bedside ventilator. While the ventilator was running on the internal battery, the ventilator powered down with no audible alarm. The ventilator dealer brought the ventilator back and tested it on a test lung. The ventilator ran for 1 hour on the internal battery before the ventilator powered down and audibly alarmed for 10 mins. No pt harm reported.

Manufacturer narrative:
Na